Event description:
It was reported to boston scientific corporation that two sensor wires were used in the kidney during a ureteroscopy procedure on (B)(6) 2022. During the procedure, the shrink sleeve detached on both wires. The procedure was completed with a third sensor wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant has no information if the device will be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two sensor wires were used in the kidney during a ureteroscopy procedure on (B)(6) 2022. During the procedure, the shrink sleeve detached on both wires. The procedure was completed with a third sensor wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a0501 captures the reportable event of shrink sleeve detached. Block h10: the returned sensor wire was analyzed. During visual and microscope inspection, the ptfe coated peeled along all the sheath and shrink sleeve detached. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to interaction with other devices used in the same procedure, handling/manipulation of the device and procedure factors involved could have induced the failure observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.